Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b (pro code (product code): mnd. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a variceal bleed banding procedure. The exact procedure date was unknown. During the procedure, the bands were moved from their position and overlapped. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a banding procedure. The exact procedure date was unknown. During the procedure, the bands were moved from their position and overlapped. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.